Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the inner dilator of the micropuncture transitionless stiffened cannula access set started to stretch as it was being removed during an unspecified procedure. The tip is separated as well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, and functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection and functional test of the returned device confirmed that the inner sheath was elongated and separated near the distal tip. The elongated segment was 21.6cm in length. The distal tip was separated but undamaged and measured 1.3cm. A wire guide checker was able to pass through the cannula but perforated the elongated segment after the cannula. The start of material deformation was noted 4.8cm from the distal tip of the metal cannula. Furthermore, since the distal segment was undamaged and the distal end of the proximal segment was elongated, this suggests that the device was pinched or caught on something during removal which lead to elongation and ultimately separation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. However, the lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A second micropuncture transitionless stiffened cannula access set was used following this event and the procedure was successfully completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.